Event description:
The patient in surgery needed an x-ray performed. The space between the head rest and the body part of the cushion compressed with the patient's body weight. Radiology had difficulty with enough space to slide in the x-ray grid. The patient had to undergo a subsequent surgery due to the x-ray not showing a retained object.